Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. There was no reported impact to customer's blood glucose. The customer was informed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.